Event description:
The pt was experiencing pain. Revision surgery revealed breakage of the tibial baseplate. The femoral component was also revised at this time to a compatible revision component.

Manufacturer narrative:
This is the smae patient/event as MFR #'s 2219689-1997-00040 through 2219689-1997-44 and 2219689-1997-46. Summary of evaluation: evaluation results indicate the event occurred due to the rasps wearing over time.